Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced damaged packaging event on (B)(6) 2025. Patient reported that the packaging was not sealed properly and was mishaped. No further information available.